Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of a device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic surgery for esophageal cancer, when the esophagus was anastomosed, the suture was poor. The handle could not be pressed to the bottom and the staple was partially fired. Surgeon add manual stitches to the defective seams to complete the case.